Event description:
When they try to use the zso-7-12, the wire guide could not advance in to the zso-7-12. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No for all complaints, ask: what is the reorder number of the wire guide used with this device? The wire guide name is jag 0.035 angled tip. If not, with the device in question, how was the procedure finished? They used another zso-7-12. For complaints occurring during use (once in contact with endoscope), also ask: had a sphincterotomy been performed prior to this occurrence? Yse what is the endoscope manufacturer and model number that was used? Olympus tjf260v please describe the location in the body where the stent was to be placed. Unknown was resistance encountered when advancing the wire guide through the obstructed area? No was resistance encountered when advancing the introduction system in place? Unknown was resistance encountered when advancing the stent through the obstructed areaunknown after placement, was stent position verified? Unknown if yes, please describe how. Unknown please estimate amount of time the stent was in place prior to this occurrence. Unknown did any section of the device detach inside the endoscope or patient? No

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zso-7-12 device of lot number c1811723 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zso-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1811723 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has or has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1811723. It should be noted that the instructions for use (IFU-0045-7) states the following: for pigtail stents: "advance guiding catheter and/or pushing catheter in 1-2 cm increments until stent is in desired position.". There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the information available. A possible root cause could be attributed to user technique whereby advancement was not possible due to the method used for advancing the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.